Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4) was evaluated at customer site. The customer reported issue of thermogard displaying airtrap alarm was confirmed during the initial functional testing but not during event log review. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Visual inspection was performed and noted no damage upon review. Historical complaints were reviewed and no previous history of complaint was reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported ,thermogard xp ivtm console (sn (B)(4) was displaying airtrap alarm. No additional information was provided. No known patient impact or consequence was reported.